Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: 5757899-049. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a saline mentor smooth round moderate profile 575cc saline prosthesis. On (B)(6) 2018 the patient noted discomfort, and right sided deflation was diagnosed by a physician on (B)(6) 2018. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
The device was returned on 7/6/2018. On 7/6/2018 additional information was received with the field experience report. The replacement implants were mentor smooth round moderate profile 575cc saline prostheses. The investigation of the returned device was completed by the failure analysis lab on 7/24/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a saline mentor smooth round moderate profile 575cc saline prosthesis. On (B)(6) 2018 the patient noted discomfort, and right sided deflation was diagnosed by a physician on (B)(6) 2018. Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. White material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. Also, several creases on the anterior aspect were noted. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage, or the origin of the white and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) of lot number 5821010 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).